Manufacturer narrative:
Complaint confirmed, the hooked tip broke off. The cause of the broken tip is undetermined, however a likely cause is user-applied mechanical forces. Additionally, the device is dented and handle discoloration due to wear and tear.

Event description:
It was reported that during an arthroscopic cartilage smoothing at the knee joint the distal end of the device broke off. The tip of the device could not be retrieved out of the patient. No information provided by the customer. 25-nov-2021 update: further information was provided that the surgery was finished successfully with a new device with the same part number.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.